Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire field service technician went onsite and evaluated the device. Leak test passed. Transducer fault. User svt calibration failed errors in log. Loose power cord connector. Right angle power cord not correct size. Exhalation pressure and turbine differential pressure transducer calibration failed. Main board replacement indicated. Factory trained biomed will replace main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported failing oxygen percentage and low minute ventilation on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.